Manufacturer narrative:
(B)(4). The device history record for the reported lot number, aa4139f04, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The sample balloon had a yellowish-brown discoloration. The balloon was torn almost completely around the base of the proximal collar. Near the strap side parting line, a more jagged tear extended into the body of the balloon. The tear terminated at the medial point. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
A report was received from the (B)(6) stating the balloon broke and the enteral feeding device displaced from the stoma site. Medical intervention was required to create a new stoma. No additional information was provided in regards to the patient's status and the outcome of the procedure.